Event description:
Information received regarding the explanted device does not address the patient's clinical status but notes that the device could not be interrogated. During a previous follow-up, interrogation was difficult and the device was found to be in vvi mode at 70 ppm with a battery impedance of <1 kohms though it was 3 kohms at a previous follow-up. The parameters could not be programmed.